Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominoperineal resection and laparoscopy, they connected the sulu to the device while approaching the rectum however the display screen showed the cartridge error indicator. They tried to remove the cartridge from the adapter, however it was stiff and was difficult to remove. Replaced by a new cartridge, and the loading and the firing were completed with no problem. The surgeon commented an excessive force might have damaged the shaft and the cartridge ,as the resected part positioned on lower site. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.